Manufacturer narrative:
Final device investigation found that there was a crack line on the inside of the housing component. Upon evaluation, the device was function tested to detect any leaking issues. The device showed no signs of leaking when tested by itself. A test obturator then was inserted into the device, and the device was noted to leak. The device history record was reviewed and no discrepancies were noted.

Event description:
It was reported that during a laparoscopic procedure the device leaked during surgery. Another device was used to complete the procedure. There was no patient injury. Additional information was requested but no additional information was received. A follow-up report will be sent if additional information becomes available.